Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date the patient first mentioned the symptoms. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The explant surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a retropubic mid-urethral sling + anterior and posterior colporrhaphy + cystoscopy procedure performed on (B)(6) 2018 for the treatment of stress urinary incontinence, cystocele and rectocele. Patient's note on (B)(6) 2019 stating that the patient was scheduled for urodynamic test on (B)(6) 2019 with self-catheterized measuring at home and cystoscopy procedure scheduled on (B)(6) 2019. The patient was prescribed phenazopyridine 100mg for pain. Physician indicated that it could be overactive bladder or the mesh was too tight and needed to be cut out. The patient claimed to have experienced pain, foul odor, pressure and extremely cloudy urine appearance which is a potential uti. Patient's note on (B)(6) 2019 stating depression over the whole situation after the implant surgery. On (B)(6) 2019, the patient met a new doctor and confirmed the number of utis since the sling placement. It was suspected that there was a blockage preventing the bladder from voiding which is evident by the amount of residual left in the bladder. The patient was advised sling removal. There also was a problem with muscle spasms which believed to be due to mesh being too tight and pulling on those muscles. Overactive bladder and incontinence are secondary to the continued utis. On (B)(6) 2019, the patient had to undergo revision surgery, pubovaginal sling and cystoscopy. Diagnosis showed prior tvt, recurrent uti and intermittent incomplete bladder emptying. During sling revision, some scar was palpable at the left sulcus area. Sharp dissection was performed around the scar tissue and mesh was identified. Mesh was found somewhat tight. Mesh was cut and out of it was removed. After the release, no more tension band was noted. Survey of the bladder showed no mass, no tumor and no foreign body. Good flow both ureteral orifices. No injury to the bladder or to the urethra. Patient tolerated the procedure well and was extubated and transferred to recovery room in a stable condition.